Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a possible left side rupture, device migration, colitis and exchange. Colitis is not device related. Device remains implanted.

Manufacturer narrative:
Aware date for the initial emdr, mrn 9617229-2024-09092-00, should have been 7/may/2024.

Event description:
Patient reported a possible left side rupture, device migration, colitis and exchange. Colitis is not device related. Device remains implanted.